Event description:
Information received indicates the valve was explanted due to stenosis and high gradient. Tee found the valve appeared diminshed at open excursion with marked turbulence of the jet seen. The valve was replaced with no additional pt complication reported.